Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2023-00240-2, 3002806535-2023-00242-2. This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h10. No products were returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Devices are used for treatment. Radiographs were provided and reviewed by a radiologist. Ap left hip image demonstrates a left hip dislocation. Ap pelvis 2 weeks post-op demonstrates interval reduction with anatomic alignment of the left hip arthroplasty. Left hip arthroplasty dislocation post-operatively with subsequent reduction and anatomic alignment on the 2 week image. Initial post-op image demonstrates a left hip arthroplasty dislocation with normal implant fit. Subsequent 2 week image shows interval dislocation reduction and anatomic alignment. Bone quality is osteopenic. Implant position and anatomy appear unremarkable. The left hip acetabular angle measures approximately 43 degrees, within the normal range. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported through a clinical study that a patient underwent left total hip arthroplasty approximately twelve (12) years ago. The next day, the patient experienced a spontaneous supine dislocation. The hip was reduced under anesthesia, and the patient has had no complications or dislocation recurrence since. The patient remains very mobile and satisfied. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. D10 - exceed abt 3hl shell 39/50mm, item #123950, lot #126207. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2023-00240-1; 3002806535-2023-00242-1; the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). G2: foreign - austria. D10: biolox delta lnr 32mm 50-52mm; item# 650-0791; lot# unknown; delta cer fm hd 032/-4.0 12/14; item# 650-0833; lot# unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 -2023 -00240; 3002806535 -2023 -00242. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported through a clinical study that a patient underwent implantation with hip prostheses approximately twelve (12) years ago. Postoperatively, one (1) day after implantation, patient has experienced hip luxation. The injury was treated by repositioning under anesthesia. Due diligence is in progress for this complaint; to date no additional information or product has been received.